Event description:
I have a constant recurring pain in my right side. It's debilitating. I have severe nausea and vomiting almost daily. Now it feels as though the device has migrated and is medically harming other organs in my body.